Event description:
Type ia endoleak (minor type ia remained): the physician first planned to perform 1-debranch tevar, but changed the plan to tevar without debranch as the patient was young. The stent-graft was planned to be implanted covering about half the diameter of the left subclavian artery. The procedure was performed as planned, and the stent-graft was implanted almost in the planned position. Angiography revealed a slight leak at pau. After post dilatation was performed carefully, angiography revealed an endoleak, which was probably type ia, remained even though the amount was slightly reduced. Although it may be type IV in terms of timing of the leak, it was probably considered to be type I as act was about 250. However, since the leak was small enough to cause contrast delay, the leak may disappear by administering protamine to neutralize the effects of administered heparin. Therefore, the procedure was completed. Operation type: tevar blood loss: amount unknown no image available pre-case plan available (see the attached schema) additional information will be able to be obtained (tc#bm240402546)" patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.